Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. Multiple attempts were made by tandem technical support to trouble shoot the alarm, however, no response was received. There was no reported adverse impact.